Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that alerts were generated for anti tachycardia pacing (atp) therapy, shock therapy delivered to convert an arrythmia and an accelerated ventricular arrhythmia episode. Initial detection occurred in he ventricular tachycardia (vt) zone at a rate of 205 bpm. Post atp therapy, the rate was accelerated into the ventricular fibrillation (vf) zone and a 41j shock was delivered. Review of the stored event electrogram (egm), identified a likely supra ventricular tachycardia (svt) rhythm. The details were communicated to the boston scientific local area sales representative and forwarded to the patient's following physician. The device remains in service and no adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided.